Manufacturer narrative:
Complaint conclusion: as reported, a 6f¿12f mynx control venous vascular closure device (vcd) split when delivered into the sheath and the sealant was exposed and expanded. It was mainly the tubing covering the sealant that split to the point that the device was not deliverable. Hemostasis for the reported event was achieved with another mynx device. There was no reported patient injury. The procedure type was an electrophysiology (ep) ablation. The deployer was fully mynx certified. A non-cordis sheath introducer was used. No damage was noted to the device or packaging prior to opening. The device was stored and prepared according to the instructions for use (IFU). A non-sterile mynx control venous vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found open, with no syringe returned for this evaluation. The sealant was found moved toward the proximal section and was partially exposed. Regarding the condition of the sealant sleeves, a severe outward kinked condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A high-magnification microscopic evaluation was performed to assess the sealant sleeves. This analysis confirmed the presence of a severe kinked condition of the sealant sleeves and exposure of the sealant. The functional test to evaluate insertion and withdrawal into a csi was attempted; however, insertion into a laboratory sample 6f csi could not be performed due to the severe outward kinked condition of the sealant sleeves. A simulated deployment test evaluation to ensure functionality was performed. The unit worked as intended, deploying the sealant and retracting the balloon respectively. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was not observed through analysis of the returned device; however, there was a kinked/bent condition of the sealant sleeves noted, which was likely the condition experienced by the customer. However, the reported event of ¿mynx control system-deployment difficulty-premature¿ was observed due to the exposed sealant from the damaged sleeves. The exact cause of the issue experienced could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control venous device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control venous vcd within the IFU displaying the sealant sleeve slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if the mynx control venous vcd 6f-12f components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ the IFU also states while inserting the device into the sheath, ¿carefully hold and insert the atraumatic catheter tip of the mynx control venous vcd 6f-12f through the sheath valve. Align the device to the relative angle of the procedural sheath and carefully advance the catheter until the sheath catch is adjacent to the hub of the sheath. Rotate the sheath catch as needed to hook onto the sideport of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f¿12f mynx control venous vascular closure device (vcd) split when delivered into the sheath and the sealant was exposed and expanded. It was mainly the tubing covering the sealant that split to the point that the device was not deliverable. Hemostasis for the reported event was achieved with another mynx device. There was no reported patient injury. The procedure type was an electrophysiology (ep) ablation. The deployer was fully mynx certified. A non-cordis sheath introducer was used. No damage was noted to the device or packaging prior to opening. The device was stored and prepared according to the instructions for use. The device will be returned for evaluation.